Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging an inaccuracy 3 years prior. It was noted that the patient compared a result obtained with the subject meter compared to the lab. The patient did not recall the blood glucose reading obtained either on the subject meter or on the laboratory device. This complaint is being reported because the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.